Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they received a critical pump error image on the pump screen. Customer reported that insulin pump cracked the screen on a door knob. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error noted. Unit was received with minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.